Event description:
Procedure type: bariatric procedure. According to the reporter: the blue seal on the trocar tore when the surgeon inserted a reusable 10mm clip applier. A piece fell into the cavity but was retrieved. The surgeon used another device without further consequence. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).